Event description:
The customer was unable to run a medication as a secondary infusion due to back flow into the primary bag. Programmed and infused the medication as a primary in order to get the medication infused. No pt harm or medical intervention required. The customer states that no further information is available.

Manufacturer narrative:
(B)(4). The customer complaint of possible check valve failure could not be confirmed. The set was discarded by the customer. The root of the failure was not identified.